Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported pre-use checks failure, was not reproduced during testing of the returned air gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviations during tests in the product test system. The failure was confirmed in the received device logs. The logs showed that during the flow transducer sub-test, the air gas module had delivered lower flow than expected. If this failure happens during ventilation, the patient may have lower volumes and a higher amount of oxygen in the gas mixture than expected. The reported problem was not been able to be reproduced, therefore the cause could not be determined in this investigation. We could trace back the reported problem to (B)(6), therefore the date of event was determined to be (B)(6) 2015.

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.